Event description:
As reported on MFR 3002808904-2025-00009: on (B)(6) 2025, a 72-year-old female patient with a history of chronic glomerulonephritis and dialysis-related amyloidosis began using the medical device lixelle s-15 for the first time. The patient was undergoing hemodiafiltration (ihdf) when, at 10:01am, her blood pressure dropped significantly from 103/55 mmhg to 43/23 mmhg, accompanied by blurred vision. Immediate intervention included the administration of 200 ml of dialysis fluid and elevation of the lower limbs, which resulted in a partial recovery of blood pressure to 62/34 mmhg and improvement in vision. The use of lixelle s-15 was discontinued, and the dialysis circuit was reassembled. The patient's blood pressure stabilized at 87/49 mmhg, and the dialysis session was completed without further issues. The patient fully recovered from the blurred vision by the end of the session.

Manufacturer narrative:
From MFR #3002808904-2025-00009. Our view: cause inference. Based on the medication status and dw control status, the following characteristics are suspected for the patient: tendency to be nervous and excessively regulate lifestyle possibility of having treatment-resistant diabetes from these characteristics, it is considered that this case may be strongly influenced by hypoglycemic attacks. It is most likely that the event is due to the patient's characteristics. Furthermore, factors such as the initial treatment, treatment at the beginning of the week, and the patient being hypotensive, which may contribute to the event, are observed. However, it is scientifically impossible to deny the involvement of the product, and therefore, MDR response was decided. Review results of device history records (DHR):